Event description:
It was reported that implant was attempted using two different devices, but oversensing, fluid ingress, and crosstalk occurred. Another device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device were returned and analyzed. (B)(4) no anomalies were found. It was noted there was grommet damage. (B)(4) no anomalies were found. It was noted there was grommet damage.